Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was placed onto impella 5.5 support due to cardiomyopathy. Upon priming 5.5, high purge pressure alarm alarming. Despite troubleshooting, purge pressure reading 1100 and could not resolve. Decision made to not place that device and prep a new device. There was no patient harm.

Manufacturer narrative:
B7 added information that was omitted from the initial report that was submitted. D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. D9 the device was returned and date was added. H6 added code b13 as it was omitted from the initial report that was submitted. Type of investigation, investigation findings and investigation conclusions were updated as the device was returned. H11 revised additional manufacturer narrative as the device was returned. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.